Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment was not reported. The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895771. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number gd895771. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).